Manufacturer narrative:
Investigation summary: optical sensor issue: clinical details reported placement signa readings were inaccurate and there were placement signal low alarms. The logs confirmed placement signal low alarms at the start of the case. The logs showed the pump was in suction condition when placement signal low alarms occurred. The patient was also on veno-arterial extracorporeal membrane oxygenation (va ECMO) flowing at 3.8 liters per minute. No calibration issue at the start of support was noted. The cause of the issue was not established as no product was returned and limited clinical information regarding patient condition and management was provided. Low or blocked flow: the logs showed low flow for set p-level flowing at about 0.8 liters per minute at p2 which should be at least 1.1 liters per minute. The patient had concurrent va ECMO during support. There were suction alarms during support. No position related issues were noted. The cause of the issue was patient condition related as evidenced by the low flow with concurrent va ECMO support. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that upon implant of an impella cp, there were low flows and loss of pressure. Later, the patient was successfully weaned from the pump and survived.